Event description:
Procedure type: lap colon. According to the reporter: after the device was removed, air leakage was observed on the anterior wall. Suturing under direct vision was done to stop the leak the following day. Allegedly, malformed/missing staples were noted on the right anterior wall of the anastomosis part. No tissue loss or blood loss occurred and surgical time was not extended as a result.

Manufacturer narrative:
Initial report sent: 12/21/2007.